Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws of the instrument were clamped with two fully formed clips caught between the jaws. The clip counter was no longer active. The instrument handle was flaccid. Functional testing found that the lodged clips were removed from the jaws of the instrument. The instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization of trigger and internal components. It was observed that the wishbone link had disconnected from the trigger handle. The condition of the instrument precludes further functional evaluation. It was reported that the clips were unable to load properly into the jaws. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle is forcefully pulled open prior to fully completing the full handle compression and if an attempt is made to apply a clip over a fully formed clip or obstruction. The evaluation detected an unreported condition: of clip over clip that is related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and or lack of hemostasis and or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the clips of the three clip appliers were unable to load properly into the jaws at any point during use. To resolve the issue, a new device was used.

Manufacturer narrative:
D10. Concomitant products: 176625, 176625 disp endoclip lge, (lot# j5b3596ny); 176625, 176625 disp endoclip lge, (lot# j5b3596ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the clips of the three clip appliers were unable to load properly into the jaws at any point during use.